Event description:
It was reported that patient underwent a surgical procedure to have an artificial urinary sphincter (aus) cuff explanted due to urethral atrophy and recurring incontinence. A new smaller aus cuff was implanted. No additional patient complications were reported.